Manufacturer narrative:
MDR 3003442380-2024-03549 - device 5 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, patient faced adhesive issue with one infusion set. Patient reported infusion set fell off during use. Patient used infusion set for one hour and replaced infusion set and resumed insulin successfully no further information available.